Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: "today dr. (B)(6) and I were doing a sleeve gastrectomy. After we had made the sleeve, I opened up the stomach to look for polyps and noticed an opening in the staple line. It looked like it would have been on the second fire green load. We then inspected the staple line. We noticed the staples were not formed well around where the second fire would have been. We think we saw an opening into the stomach. However, we are not absolute positive on this. Dr. (B)(6) over-sewed the staple line in that area of the second fire. I told the scrub techs in the room to keep the green loads that were used and also the stapler. This was in the same area that dr. (B)(6) staplers misfired."

Event description:
It was reported that during a sleeve gastrectomy procedure the specimen was removed from the patient and inspected. It was noted the staple line had a hole in it and upon further inspection; the staples were not formed in part of the staple line. The staple legs had crossed and not formed a b shape. This appeared to be on the 2nd firing with an ecr60g. The area was oversewed to complete the procedure. The same device was used to complete the procedure since this was discovered after firings were complete. There was no patient consequence.